Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. If information is provided in the future, a supplemental report will be issued. Boston scientific has assigned an investigation conclusion code of the unable to exclude device problem.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, there was observations of oversensing which resulted in pacing inhibition. The patient was hospitalized. Subsequently, the device was explanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, there was observations of oversensing which resulted in pacing inhibition. The patient was hospitalized. Subsequently, the device was explanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.